Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging she was unable to test her blood glucose on her onetouch ultra2 meter due to it displaying a battery indicator message. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the alleged issue began on the same day she contacted lfs for assistance at approximately 6:30am. The patient informed the cca that she manages her diabetes with insulin and is a self adjuster. She claimed approximately 3-4 hours later, she developed symptoms of "sweating and didn't feel right." The patient reportedly self-treated her symptoms with 20 units of bolus insulin (unknown name) at approximately 12 -12:30pm that same day. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and based on the age of the battery; it did need to be replaced but the patient did not have one available. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.